Event description:
A customer reported unexpected calibration results for glucose. Troubleshooting determined that this event is consistent with a malfunction that could have caused false positive results to be reported. There was no report of pt harm as a result of this event.